Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's adapter that was used on the patient was missing from the package. There was no stated patient outcome.